Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Device had minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and belt clip slot.

Event description:
The customer reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 280 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.